Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 256 mg/dl and 93 mg/dl. Customer ate some chocolate based on meter reading and felt better. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.